Manufacturer narrative:
Qn# (B)(4). The customer returned one, 3-lumen PICC catheter for analysis. A non-arrow connector tubing was attached to all three extension lines. Signs of use in the form of biological material were observed inside the extension lines. It was noted that one of the slide clamps was removed from the extension line and placed over the catheter body. Per the customer report, they did this in an attempt to stop leaking after the damage was observed. The slide clamp was removed from the catheter body. Visual analysis revealed that a kink had formed at this location. A similar kink was located 5cm mark. Due to the appearance of the kinking, it is being assumed that this was also caused by a slide clamp. After failing functional testing, a small leak was observed at the location of the first kink when flushing the proximal lumen. Microscopic examination confirmed a small hole on the catheter body. The appearance of the hole is consistent with damage resulting from contact with a sharp instrument (i.e. , needle bevel, scalpel, scissors, etc.). The hole on the catheter body measured 2mm from the juncture hub. The catheter body total length measured 16.250", which is within the specification limits of 16.015"-16.265" per the catheter product drawing. The catheter body outer diameter measured 0.0785", which is within the specification limits of 0.0770"-0.0840" per the catheter extrusion product drawing. The connector tubing and slide clamp were removed from the catheter. A lab inventory syringe filled with water was attached to all three extension lines and flushed. When flushing the proximal extension line, water was observed leaking from a small hole adjacent to the juncture hub. No leaks were observed when flushing the distal or medial lines. Performed per IFU statement, "flush each lumen with sterile normal saline for injection to establish patency and prime lumen(s)". The customer did not provide a lot number; therefore, a device history record review was performed based upon a lot number from the sales history data of the customer. No relevant findings were identified. The IFU provided with the kit informs the user, "do not secure, staple and/or suture directly to outside diameter of catheter body or extension lines to reduce risk of cutting or damaging the catheter or impeding catheter flow. Secure only at indicated stabilization locations". The report of a leaking catheter was confirmed through complaint investigation. Visual and functional analysis revealed a small hole on the catheter body adjacent to the juncture hub. The appearance of the hole is consistent with damage resulting from contact with a sharp instrument (i.e. , needle bevel, scalpel, scissors , etc). Despite the damage, the catheter met all relevant dimensional requirements, and a device history record review performed based on a potential lot did not reveal any relevant findings to suggest a manufacturing related issue. Based on the customer report that the damage was observed during use and the appearance of the damage, unintentional use error likely caused or contributed to this event. Teleflex will continue to monitor and trend for reports of this nature.

Event description:
The complaint is reported as: the catheter was placed to the patient in the right humeral ulnar cutaneous vein, at about 7cm away from the elbow on (B)(6) 2023. The insertion length was 29cm, and the catheter was sutured and fixed by a box clamp fastener at about 30cm. On (B)(6) 2023, some liquid was found leaking (time: unknown). At 14:00, blood oozed. On (B)(6) 2023 there was a pinhole at about 2cm from the junction hub and the medical agent was leaking from it, so the catheter was removed and replaced with a new one. No injury to the patient occurred.

Event description:
The complaint is reported as: the catheter was placed to the patient in the right humeral ulnar cutaneous vein, at about 7cm away from the elbow on aug. 25. The I nsertion length was 29cm, and the catheter was sutured and fixed by a box clamp fastener at about 30cm. On (B)(6), some liquid was found leaking (time: unknown). At 14:00, blood oozed. On (B)(6), there was a pinhole at about 2cm from the junction hub and the medical agent was leaking from it, so the catheter was removed and replaced with a new one. No injury to the patient occurred.

Manufacturer narrative:
(B)(4).